Event description:
Per the clinic, the patient experienced a lack of osseointegration on (B)(6) 2013, resulting in fixture loss. The patient was reimplanted with another device on (B)(6) 2013.the device is unavailable for analysis as of the date of this report, (B)(6) 2013.

Manufacturer narrative:
(B)(4): device currently unavailable.

Manufacturer narrative:
This report is filed december 17, 2013.